Manufacturer narrative:
(B)(4).

Event description:
It was reported that during testing of the equipment, without patient involvement, the foot pedal was sticking.

Manufacturer narrative:
Update: device evaluated by MFR. Method, results and conclusion codes. The foot pedal was received in fair condition with no physical damages observed. The foot pedal was plugged into pm angiojet assembly and functional tested. The foot pedal was pressed in the center and in each of the four positions around the circumference of the foot pedal. The foot pedal was continuously for more than 1 minute and pressed more than five strokes in each of the five position activations and observed each stroke without sticking. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that during testing of the equipment, without patient involvement, the foot pedal was sticking.